Manufacturer narrative:
Evaluation of returned component confirms that the clinician used the incorrect final retaining screw which directly contributed to the event.

Event description:
Zirconia abutment fractured from metal collar. It was removed and healing abutment placed until soft tissue response had cleared up. Per dr. (B)(6) the patient developed a soft tissue abscess due to the fracture. A CT and bone graft were done. Per dr. (B)(6) patient is fine condition was resolved.